Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a no delivery alarm then a motor error alarm. Customer's blood glucose was 8.1 mmol/l. Customer declined troubleshooting. Customer was advised the reservoirs will be replaced. Customer will not be returning the reservoir for analysis.